Event description:
A urologist using urologix targis equipment performed a microwave heat treatment on my prostate to reduce the size of my prostate. He inserted a device in my penis and my rectum and applied the heat for about 30 minutes. Two weeks later, I complained that I could not get an erection or ejaculate. The dr laughed it off and said it's all in my head and I will get better. I did not get better. Ten years later, I cannot get an erection or ejaculate. Before the procedure I asked him 2 or 3 times are there any risk factors or side effects from the procedure. He said none, zero. I said any risk of sexual dysfunction he said none, zero. I have read about the injuries people have suffered from your files and it is horrible. Death, fistulas, bleeding, incontinence, erectile damage, hospitalization. I believe the risk factors in this procedure are understated. What you have in your files is the tip of the iceberg. I believe many cases are never reported to you. I complained to my dr. I don't believe it was reported to the FDA, hosp or the MFR. Important! The reason I am late in reporting this I was to too devastated, angry and embarrassed to talk about this. After going on your site and reading all about the people that were injured by the urologix targis equipment, death, fistulas, sexual organ damage, severe bleeding, hospitalization and other injuries I had to speak up. I believe these injuries reported are just the tip of the iceberg. The risk factors on this procedure are very understated and a lot more people are going to get hurt. The reason I don't want the MFR to have my name I don't want to get sued. I am telling the truth there is no reason I would lie about this.